Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after firing the device, the tissue was only partially resected and the buttress material did not release from the reload. The surgeon cut the buttress material to remove the reload. Additional tissue was resected and the staple line was finished with another reload. No further information is available.